Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Additionally, the root cause of the foreign material was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, an incompatible scope error e315 and the water/air channel has corrosion. There was no patient involvement.